Event description:
Pt presents to ER with worsening abdominal pain. CT with triple contrast ordered. 20g IV started in the right antecubital area by radiology dept. Normal saline flushed without problem. Infusion of contrast IV by power injector machine. Approx 18cc of contrast infused. Small amount of swelling and edema noted. Radiologist notified, IV removed.